Event description:
Reprocessed mitek vapr electrode noted to have pieces of ceramic flaking off while in use inside shoulder joint during arthroscopy. Surgeon stated this has happened before. One had blown up inside a shoulder in the past.